Event description:
It was reported that the micro sagittal saw was not working during testing. Upon eval at the MFR, it was found to run without user activation. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion damage was discovered within internal components of the device.